Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets were damaged. One (1) set was cracked at the luer lock end resulting in a leak and one (1) set had broken into two pieces. This was identified prior to patient use. There was no patient involvement. No additional information is available.